Event description:
Contact reports the set screw, implanted in 2009, disengaged from a side by side connector, resulting in a fracture in the l2 bone mass. Revision surgery was performed to address this and, as a result, a medwatch report is being filed to document this event.

Manufacturer narrative:
Examination of x-rays confirmed the set screw had loosened and separated from the construct. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct is tightened properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.